Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the surgeon noticed that on the lens it appeared to be a crack on the posterior side of a iol. When surgeon examined further and although it was a straight line resembling a scratch, he could actually peel back the edge of the line. He could not remove with suction from I/a (irrigation and aspiration), and it took him about 5 minutes to peel it. After he peeled it off the back of the lens, it was easily suctioned out by I/a with no damage visible in any way on the optic/iol.

Manufacturer narrative:
This report originally filed as 9612169-2023-00045. The lens remains implanted. A photo was provided. The photo was of a single-piece toric lens. No refractive rings were visible. This may be due to the lens angle or the photo was not for this file. An area was circled in red. Inside the circled area there appeared to be bubbles and a small fragment/particle. No determination can be made from the provided photo as to the nature or origin of the material. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. The cartridge and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company trifocal iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).